Event description:
Patient waking up from laser therapy to left tongue lymphatic malformation, anesthesia unable to remove laser endotracheal tube. The surgeon was called back to the operating room and he determined the need for a direct laryngoscopy/bronchoscopy. During this procedure, the patient's laser endotracheal tube was removed. Concern that this endotracheal tube may have a tendency to 'fish hook' in the larynx.